Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead analyzed.

Event description:
Low impedance and fracture were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.